Event description:
Blood glucose reading at bedtime was 112 mg/dl and later in the evening, time not provided, a relative was unable to wake her up. It was reported relative called 911 and paramedics tested glucose, value unknown, before treating customer with an IV of d50. Reporter stated paramedics remained there until glucose measured 150 mg/dl, however it was not provided whether the emergency medical technicians (emts) measured the last glucose value or if it was from the customer's meter. A request was made for the return of the suspect device and replacement product was sent.